Event description:
The date and information contained herein is being submitted to the FDA to comply with regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. Allegedly, during a lap cholecystectomy the high frequency cable arced and separated where it attached to instrument. One part of cable made contract with pt drape causing a 3" x 3" hole. Nurses smothered cable end. Doctor replaced cable and completed procedure. There was no adverse impact on pt or operating room staff.

Manufacturer narrative:
The connector on the distal end of the cord that connects to the instrument is broken off. It truncated where cord enters strain relief; internal wires appear charred. The cable has been in use for approximately 4 years. Our IFU recommends that if the high frequency cable is used 2-3 times a week, it should be replaced every 3 months. Cause of damage is most likely wear of use.